Event description:
The reported device malfunction occurred during preparation for use and during the procedure. Although another device was not required, it was reported that a laptop was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the reported device failure resulted in a 20-minute procedural delay. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation but the customer's allegation was confirmed. An olympus sales representative provided the evaluation onsite and was able to switch the connections to resolve the image issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center has an issue with the monitors image: one was grey, one had no color. The issue was found during the colonoscopy and was delayed 20 minutes but still completed with the same device. There were no reports of patient harm.